Event description:
Rptr has ge/marquette solar 9500's in open heart or's and recovery room. Ever since they have been in use (installed since april of 2001). The displays on the 9500's will blank out for approx 30 secs and then the display will come back on. This problem is intermittent and will happen to any monitor on the network. Ge/marquette has sent their engineers in to look at the problem, but have no answers at this time.